Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: stent dislodgement; stent deployed in an unintended site. Device issue: stent dislodgement. It was reported that a 4.0x18 promus was directly stented in the distal rca with 99% stenosis, at which time a perforation occurred at distal end of stent. Another company's balloon was advanced and inflated for 5 minutes. An echocardiogram showed a small pericardial effusion. The balloon was again inflated for 4 minutes, but active bleeding from the site of the perforation continued. The sheath, guide catheter and guide wire were exchanged for devices compatible with jostents. The 3.0 x 12 jostent was advanced for treatment, but could not cross the previously implanted promus stent. Attempting to remove the jostent, the stent dislodged from the balloon. The stent could not be retrieved; therefore, was deployed in the proximal rca by another company's balloon. At this point the pt became hypotensive and repeat echocardiogram showed enlarging pericardial effusion. Pt was started on dopamine and attempts were made to do pericardiocentesis, but were unsuccessful in placing the needle. The pt went into respiratory failure that required intubation and mechanical ventilation. At this point, the pt went into cardiac arrest and CPR was started. The pt had multiple episodes of vf that required defibrillation. An iabp was placed and the pt went emergently to the operating room to stabilize. A large hematoma was observed where the perforation occurred; however, there was no evidence of bleeding. The decision was made not to do bypass surgery. It was further reported that the pt experienced a stroke the following day. No additional event or pt info is available.

Manufacturer narrative:
The promus everolimus eluting coronary stent system mentioned will be filed under another MFR number. Product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments as per specs. The instructions for use specify the method that should be used to avoid the risk of stent dislodgement. The device was not returned for investigation and therefore, no complaint root cause can be identified. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted stents. Stent retention tests were carried out on two units from this lot during in-process control and both passed the required specs. No device malfunction can be determined due to the lack of procedure and pt's info and the lack of device investigation. According to the task/route sheets for this lot, all devices were in accordance with all quality criteria when the devices left the MFR. This MDR is considered closed by the product performance group.